Event description:
It was reported that atrial undersensing was observed on the atrial channel on stored atrial tachycardia/atrial fibrillation electrograms. The lead remains in use. No patient complications have been reported as a result of this event.